Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the jaw of the scorpion device did not close after one use. Per complaint reporter there was no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, the jaws looked misaligned when closed. Functional testing was performed, and the jaws did not close as intended. The cause of the reported failure is attributed to an internal manufacturing issue, due to the product was not assembled to the specification addressed in ncr-28217.